Manufacturer narrative:
Rmas issued for mouse and rollingstone computer. Investigation finds that when connected to known good system the mouse performed as expected; no problem found. Replacement mouse shipped 11/11/2011. Replacement computer shipped 11/30/2011. No files have been received by the MFR and software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported that while in a spine procedure, the surgeon was going back to navigate with the passive planar ball and bringing it into the field when the system was unresponsive. They found the navigation was not updating and the cursor was not moving. The surgeon re-booted the system and completed the procedure with the use of the stealthstation s7 system. No impact to the pt was reported.